Event description:
The customer reported that during testing, the autopulse platform (sn 32163) either displayed "system error, out of service, revert to manual CPR" or showed a blank lcd screen. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the reported complaint was the defective processor board, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in may 2013 and is now over 12 years old. The reported complaint about a blank lcd screen was not confirmed during either a visual or functional inspection. The lcd screen was functioning as intended. Reviewing the archive data showed a system error - 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Investigation revealed that the cause of the system error was the defective processor board, which was replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).